Event description:
See MDR#1036844-2014-00480 for the first insertion attempt. During the second catheter placement attempt into the patient's right internal jugular, the physician was unable to remove the spring wire guide from the catheter. Everything went smoothly until removal of the guide wire through the catheter. The physician reported the needle was inserted via ultrasound and guide wire inserted normally. To remove the guide wire that would not come through the catheter, she had to resort to using a needle holder to get additional traction on the wire to pull it out. Upon removal, the wire was severely kinked. See MDR#1036844-2014-00478 for the third insertion attempt.

Manufacturer narrative:
(B)(4). The sample will not be returned for evaluation.